Event description:
It was reported the patient experienced pain in her upper rib area regardless of stimulation. The physician suspected the scs lead might be pressing on a nerve root. Subsequently, the scs lead was explanted and replaced which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.